Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
Nine patients identified in the article were revised approximately ten years post-implantation due to aseptic loosening of the femoral stem